Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o-ring, broken battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was damaged. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.